Event description:
It was reported via repair work order that the nurse call was not functioning properly due to incorrect dip switch settings. It was further reported that the power cord sheathing was damaged with exposed wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.